Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block and psu were replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had an inoperable power supply unit (psu). There was no patient harm or serious injury reported as a result of this incident.